Manufacturer narrative:
One i3 unit with serial no: (B)(6) was returned with all the accessories. External and internal visual inspections of the patient electronics system revealed no discrepancies or discernible damage other than normal wear and tear. The unit passed all portions of the diagnostic test with a test power supply and no incidence of shock was observed during testing. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
The unit had exposed wires and the user was shocked by the unit. There were no adverse consequences to the patient.